Event description:
It was reported by the site that they were having problems interrogating the patient's generator. Patient can feel stimulation every 5 minutes. They tried to interrogate another patient and they were still having problems. Firstly the wand failed to work but then after pressing the reset button, it would work. Interrogation was successful after pressing the reset button but diagnostics test could not be completed due to communication error between system and wand. Site requested for a new wand to be shipped to site. Good faith attempts to obtain the old wand back for product analysis have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.